Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 19-june-2024, patient complained about 3 infusion set fell off. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). -MDR device 3 of 3.